Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 3 events for barc type 2 bleeding. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynxgrip vascular closure devices but the catalog and lot numbers are not available. The citation is as follows (comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study). A copy of the publication is attached with this report. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H. (2022). Comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial. Bmc cardiovascular disorders, 22(1), 68. Https://doi.org/10.1186/s12872-022-02512-0 , this trial was powered to assess non-inferiority of four and thirty two patients where a mynxgrip vascular closure device was utilized compared to four hundred and three patient where manual compression was performed with respect to the primary endpoint at thirty days. It was noted that one patients with bleeding academic research consortium (barc) 2 bleedings at thirty days. Two patients with barc type 1 (bleeding that is not actionable and does not cause the patient to seek an unscheduled performance of studies, hospitalization, or treatment by a health care professional) and barc type 2 (any overt, actionable sign of hemorrhage) bleedings at 30 days. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported in a literature article (jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H. (2022)) comparing the safety and efficacy of the mynxgrip vascular closure device to manual compression for closure after femoral access angiography, a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial, it was noted that two patient had bleeding academic research consortium (barc) 1 and barc 2 bleeding at thirty days. Barc type 1 is defined as bleeding that is not actionable and does not cause the patient to seek an unscheduled performance of studies, hospitalization, or treatment by a health care professional. Barc type 2 is defined as any overt, actionable sign of hemorrhage bleedings at 30 days. The devices are not available for evaluation and no additional information is available for review. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿bleeding¿ could not be confirmed or further clarified with the limited information provided. The exact cause of the reported event could not be conclusively determined. The mynxgrip vascular closure device is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath. Access site post procedural bleeding is a known complication associated with procedures in which vascular access is used to perform a procedure and is listed as such in the instructions for use (IFU). Late access site bleeding is often associated with patient co-morbidities, activity level and pharmacological factors. According to the IFU, which is not intended as a mitigation for risk; it is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. With the limited information provided, an exact cause for the events could not be determined. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.